Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. During power-on testing, error u-02 was observed, confirming that the fault occurred in the field. Visual inspection did not identify any issues related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error u-02 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was converted after the port placement, and no additional ports were placed. The patient tolerated the change and there was no reported injury.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting fault u-02. Prior to calling the technical support engineer (tse), the site power-cycled the system and the generator several times without success. The tse troubleshooted with the customer, but the issue persisted. The customer was not able to find a backup generator. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.